Manufacturer narrative:
Additional information received; an arteriogram was performed approximately 4 years post the index procedure. It was noted there was minimal flow between the left limb of the graft and the native iliac which is ectatic, contrast leakage was noted between the right limb of the stent graft and the right common iliac artery. This leakage extended up to the distal portion of the aorta and was considered to be a type ib endoleak. Intervention was performed with a non mdt balloon expandable stent graft and the endoleak was decreased, but flow was still observed. Due to the persistence of the endoleak embolization of the iia was performed and a further non mdt stent graft was implanted to bridge with the previously implanted non mdt stent graft. The endoleak persisted. An endurant stent graft limb was deployed to bridge the original stent graft with the interventional stent graft and the area was ballooned. Final angiogram showed complete resolution of the endoleak and patency of flow from aorta to the right common and external iliac arteries. It was noted that the patient tolerated the procedure well with no immediate complications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: etlw1616c124e, serial/lot #: (B)(4), ubd: 09-jul-2014, UDI#: (B)(4). Product ID: etlw1616c93e, serial/lot #: (B)(4), ubd: 05-jan-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a call from the patient's wife, who stated that her husband's stent graft which was implanted for an abdominal aneurysm required repair for an endoleak. No further details were provided.